Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00565.

Event description:
It was reported the patient underwent a right total knee procedure. Approximately 2 years later, the patient was revised due to a fractured oss diaphyseal stem adapter. The surgical technique was not utilized as one of the taper junctions was cold welded together and surgeon had to cut off the broken component in-situ. There was a 1 hour delay in surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable under this report. The initial report should be voided. This device is reported on: 0001825034 - 2021 - 00970.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable under this report. The initial report should be voided. This device is reported on: 0001825034 - 2021 - 00970.